Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in the incorrect planning and sizing of the above product in relationship to the patient's adverse anatomy.

Event description:
In 2007, the physician had placed another manufacturer's 28 mm device too low on purpose so that he could place two zenith cuffs above the other manufacturer's device. Then, within four weeks, at the follow-up, there was an endoleak. The physician was not sure whether it was a type I or type ii endoleak. The physician had planned to only reballon. However, he ended up placing two more zenith cuffs (one inside the other.) The patient had a severly angulated neck.